Manufacturer narrative:
Failure analysis is in progress.

Manufacturer narrative:
Through service, the service technician found that the battery housing was cracked at the weld. The device was scrapped by stryker.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was cracked at the weld. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was cracked at the weld. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.